Manufacturer narrative:
Exact date unknown, event occurred a month ago prior the date the manufacturer became aware.

Event description:
It was reported that the patient was unable to recharge the ipg due to difficulty hearing the beeping indicator from the charger. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned per hospital policy.